Event description:
Patient presented to the physician with the stimulation lead migrating toward the neck incision site, posing a risk of erosion. Physician brought the patient into the operating room, repositioned the stimulation lead deeper beneath the tissue, re-sutured, applied a collagen patch, and closed. The revision surgery addressed the risk, and the issue is now resolved.